Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on past main screen/screen goes blank) has been confirmed. As received, the monitor was resetting. The cause of the constant resets is corrupted flash programming. The root cause of the corrupted flash programming cannot be positively identified. No adverse event resulted from the defective memory. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's monitor would not power on past the main screen and then goes blank. The pt was issued a replacement monitor.